Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the manufacturer representative (rep) reported that the battery life came up as around 20 months on the new battery. The device was implanted last week and post-surgery, it was switched on and an impedance and battery test was run. There was a report that the implantable neurostimulator (ins) service life started during the programming session which occurred within a couple of hours after insertion in the operating room. The 4 initial programs were put on the battery but they couldn't tell what the levels were, though they do not appear to have been high. All therapy impedances were within normal levels. It was alleged of short battery longevity after implantation of the ins. Additional information received reported that the patient hasn't been seen since they had the original program set 10 days prior. The rep saw the programmer during their clinic visit and they didn't have time to get the additional information. The settings of the programs were not provided.